Event description:
Information was received from a patient (pt) regarding an implanted stimulator (ins). Caller reported they are experiencing burning where the ins is implanted on their left side above their buttock. Caller reported this started about 3 weeks ago. Caller stated they went the ER when they first felt the burning but were told that they don't deal with implants. Caller also stated they went to another one of their providers but were redirected back to their implanting provider who has since retired. Agent offered to send hcp listings to the patient via mail per request and recommended patient seek medical attention if necessary. Caller reported historical information that the stimulator "somehow had a problem" and they think it was replaced but they cannot recall. Caller stated they have tried for years to find a provider to help with their spinal cord stimulator (scs) but cannot find anyone. Caller said the scs does not work anymore and will not recharge. Caller states this issue started to get worse around "covid-time". Caller said they called someone a few years ago and tried to troubleshoot with the external equipment but the issue was not resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.